Event description:
It was reported that the patient was hospitalized (specific date not reported) for one day due to post-operative vertigo. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Device details updated in b4. Correction: the initial MDR submitted on hospitalization was filed inadvertently. Hospitalization is not device related.